Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that before surgery the lens failed during the loading process so it was not implanted and the surgeon requested it to be discarded and the surgery was completed by using replacement lens. Additional information has been requested.